Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag-to-vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during the preoperative checkout, mechanical ventilation was not available. There was no report of patient involvement.